Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the dose knob was difficult to turn. The customer reports the screw is not moving as intended. The customer reported no adverse event. The event involved product(s) mmt-105elpkna and mmt-105nnpkna. Troubleshooting was performed, and the inpen replacement was initiated. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-105elpkna and mmt-105nnpkna were requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Unit paired successfully to commercial app. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 5.30 ozf-in). Inpen failed front cap investigation. Unable to continue further into the investigation and completion of the assign testing due to expired inpen. Missing dosing window was seen during visual inspection; no dust and debris was noted on the dose knob. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: inpen received working as designed. No mechanical malfunctions noted during testing that could affect insulin delivery. Therefore, the customer concern of difficult to dial/dose could not be confirmed. Inpen was received with expired inpen battery. Inpen cap does not fit securely onto cartridge holder due to small snap arm being cracked / broken. Dosing window missing was noted, missing dosing windows can affect insulin delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.